Event description:
It was reported that during a software update, the programmer displayed an error. Technical support (ts) explained that the system driver did not install correctly which caused the error. The programmer was then cycle powered and still showed the error upon boot up. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).